Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 40 events were reported for this quarter. Product return status 39 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 39 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 20 devices: scrapped by stryker 19 devices: product not received 1 device: product disposition is not yet determined additional information 40 devices were not labeled for single-use. 40 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6). This report summarizes 40 events for the failure: overheating of device. - 28 events had problem identified during non-clinical procedure; there was no patient involvement. - 8 events had no health consequences or impact. - 3 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had insufficient information.